Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient professional reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: crease flat, opening on anterior and wear abrasion. A leak test and microscopic analysis was performed which identified a striated opening and an observed void >1 mm in a non-textured, valve-to shell-bond area. The fill test inspection was performed, the result was no blockage was found. Based on the device analysis the final assessment is: a striated opening assessed as a surgical damage consistent in the use of some surgical tool.